Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) in the 300s (mg/dl) with large ketones which healthcare provider (hcp) identified as dangerous/life threatening. Bg was addressed with intravenous insulin and fluids. System check with tandem technical support showed that pump was operating as expected. Customer was released from hospitalization on (B)(6) 2019. Recommendation was made for customer to consult with hcp regarding bg.